Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise, high pacing impedance and failure to capture. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, high lead impedance, and noise were confirmed. A complete lead was returned in one piece. Visual inspection, electrical testing and scanning electron microscopy (sem) analysis found conductor fractured on the inner coil. The reported events were due to the fractured inner coil.